Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant was due to waste buildup in the luminometer waste probe guide hole. The instrument is performing within specs. No further evaluation of the device is required.

Event description:
A positive troponin ultra result was reported to the physician. A serial sample was collected and tested 8 hours later and its results were negative. The original sample was retested and its results were negative. The result was reported to the physician but patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant result.